Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. It was believed that the infection was likely procedure related. Symptoms were burning and drainage. The patient underwent an explant procedure.